Manufacturer narrative:
Final analysis found that the backup was confirmed. The root cause of the backup operation could not be determined. The device operated according to specifications during failure analysis.

Event description:
New information notes on (B)(4) 2014 the implantable cardiac monitor exhibited backup operation. The device remained implanted.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the implantable cardiac monitor exhibited backup operation and could not be interrogated. After a device software download, normal device function resumed.

Event description:
New information on (B)(6) 2015 notes the device was explanted and replaced on (B)(6) 2015.